Manufacturer narrative:
Method: DHR and complaint history review. Result: similar events have been reported and corrective action implemented to address. No issues found in DHR. Condition could not be confirmed on the returned device. This event was included in a retrospective review of MDR decisions for events reported between (B)(6) 2006 and (B)(6) 2008. FDA revised the scope of the review to end (B)(4) 2008 and this event has fallen outside the scope of the retrospective summary report (B)(4).

Event description:
Surgeon found something attached on the real implant when taking it out of the box, and it was not implanted to the body.